Manufacturer narrative:
The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. This is one of two reports (3007042319-2016-00618 and 3007042319-2016-00619) submitted for devices related to the same event. Device remains implanted.

Event description:
It was reported by the site that the patient had multiple e-fault alarm. Log files were sent and e-faults were confirmed. Manufacturer representative was on site on 01/22/2016 and inspected the lvad system. External investigation showed a small amount of foreign material on the surface between the front portion and the rear nut of the dl connector. Performed a cleaning procedure following fs0008 rev03 to remove visible contamination from the dl connector. It was stated that 3 cycles of cleaning were necessary with a pump off time of 1) 60s, 2) 60s and 3) 30s. Controller was removed from service due to contamination within the controller socket and replaced. The patient tolerated the cleaning well. No further information received.